Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported "going to the hospital a number of times after the implant", and experiencing pain and pneumonia twice which required draining. It was also reported that the patient experienced an infection and the implantable pulse generator (ipg) system was "covered in brown gunk" . Antibiotics were administered and the implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.